Event description:
New information received states that the patient received another alert for device charge time limit being reached. Device replacement was recommended. No further information is available at this time.

Event description:
New information received states that the patient received another alert for another instance of extended charge time limit being reached. The patient was going to be called into clinic for further evaluation. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into clinic after receiving a vibratory notifier for change time limit being reached. Patient monitoring will continue via merlin@home.

Event description:
New information received states that the device was explanted.